Event description:
It was reported that post a stenting treatment procedure, stent fracture and migration occurred. In (B)(6) 2012, the patient presented with chronic mesenteric ischemia with abdominal pain and weight loss. A 5.0x15x90 cm express sd stent was implanted in the 80-90% stenosed superior mesenteric artery (sma). In (B)(6) 2012, a complete fracture of the stent with migration of the distal segment of the stent was noted. The patient is currently asymptomatic and the plan for care is observation. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).